Event description:
The pt was bilaterally implanted with a sitlex saline mammary prosthesis on 2/1/91. Subsequently, the pt experienced a deflation of the left device, bilateral capsular contracture and pain. The devices were removed on 3/23/95.